Event description:
It was reported that the patient had pain in her hips and pain at the ins implant site on her left side. The patient felt a burning sensation and the pain ran down her left leg and affected her right hip as well. This had been happening off and on for the past two mos. There had been no falls or traumas recently. The patient had osteoporosis and wasn't sure if that could be the cause of her pain. The patient had been doing a lot of activity outside and lifting a lot of weight. It was during those times that she felt pain. It was noted that the patient turned her stim off during these activities and she felt relief when she turned stim off. If the patient is sitting still she will also feel the pain at the implant site and if she turned stim off pain was relieved. There was no redness at the implant site. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v737609, implanted: (B)(6) 2011, product type: lead. (B)(4).